Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. It is likely that the reported balloon rupture occurred due to interaction with anatomy or associated devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion in an arteriovenous (av) graft in the left upper arm. The armada 35 balloon catheter was advanced to the target lesion; however, the balloon ruptured during the 3rd inflation at nominal pressure. The balloon catheter was removed and a new balloon catheter without issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.